Event description:
Customer reportedly received a blood glucose result of 800 mg/dl on the aviva system (customer states he was unsure if the meter was held upside down when the result was displayed). The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.